Manufacturer narrative:
Concomitant medical products: 5086mri lead, implanted (B)(6) 2012.

Event description:
It was reported that a loose cardiac resynchronization therapy defibrillator (crt-d) setscrew was causing high impedance on the defibrillation portion of the right ventricular (rv) lead. The setscrew was retightened with no further issues observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.